Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving dilaudid [10 mg/ml] at an unknown rate via intrathecal drug delivery pump. It was reported that there was a premature battery failure, the pump was in safe mode at minimum rate and reset. The patient's therapy was ineffective and was experiencing increased pain. This was discovered via pump interrogation. The intention was to replace the pump, however when the pocket was opened, white liquid and creamy paste oozed out of the pump pocket and encrusted the pump. The fluid was cultured and the physician was uncomfortable re-implanting at this time. It was further reported that the results of the culture are unavailable and no further actions are being done at this time. No new pump was implanted and the patient is not receiving effective therapy. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump found that there was a lab failure of a low battery reset with an undetermined cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.